Event description:
The customer states that the architect i2000sr system unexpectedly skipped a sample ID (sid) number during a batch run. The order status report shows sid 808789 assigned to carrier/position a198/4 and sid 808791 assigned to a198/5 instead of the expected sid 808790. The customer states that all samples were were off by one position following sid 808791. The customer was running hbsag, afp, and anti-hcv assays. The results were not reported out of the lab. The custoemr reran the samples and received correct results. No impact to pt management was reported.